Manufacturer narrative:
Follow up #1: submitted: 09/10/2015. Device evaluation: the device was returned and evaluated by product analysis on 08/14/2015 with the following results: review of the black box and download history did not reveal any records relevant to the complaint. On examination, the pump was found to have two cracks in the battery compartment; one on the lateral side of the battery compartment lip toward the case seal and one from the bumper pad to the case seal. Investigation confirmed the alleged case damage.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.